Event description:
The customer reported that their patient had been in cardiac arrest in the field. The patient was transferred to their ICU and due to their condition at the time, was placed into a hypothermic state. The customer started monitoring the patient and approximately 5 minutes after the start of monitoring, the patient's condition deteriorated went into a shockable ECG rhythm. The customer then tried to deliver defibrillation energy to the patient however, the device would not deliver the energy. The customer tried three different sets of defibrillation therapy electrodes, all of which having the same result. The customer was then able to connect the third set of defibrillation electrodes to a backup device, which was able to deliver one defibrillation shock to the patient. After an unknown period of time, resuscitation efforts were ceased and the patient did not survive. The customer, whom is the director of clinical care advised that the reported device failure did not contribute to the death of the patient due to the condition of the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed quik-combo therapy cable and determined that the cause of the reported failure was due to the sternum portion of the cable being open approximately 13 inches from the strain relief. This caused the leads off symptom and would not allow for defibrillation energy delivery.